Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the high impedances (>3600 ohms) were measured on the patient¿s implantable neurostimulator (ins), specifically on all combinations with electrode #6. It was unable to be determined if the impedance issue was with the ins or the lead components but it was noted that electrode 6 was not in use. There were no complaints from the patient and they experienced no symptoms from the issue. They were receiving effective therapy and their status was reported as alive without injury. No further actions were planned at the time of report. Should additional information be received a supplemental report will be filed.